Event description:
Caller reported a malfunction on the pump, but there were no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support on resetting the pump, which had already been reset before the call; the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears.